Event description:
It was reported via repair work order that the headend lift was stuck in elevated position due to damaged lift coupler and malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.